Event description:
The original surgery was completed approximately 5 months ago with three (3) screws inserted into left foot. The patient experienced pain and a broken screw was identified. It was decided to remove all three screws. One of the three was fractured during removal. The tips of both screws were left in the patient. Fracture union was optimal.